Manufacturer narrative:
Performed visual inspection on returned sensor (B)(4). Sensor plug assembly was seated correctly. No cracks were observed in sensor plug assembly or on the neck of the sensor. Sensor patch data was extracted the sensor was found to be in sensor state 5. All three connectors were installed properly. All results were within range specification. The product was found to be within specification. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who is a nurse, reported receiving a "scan again in 10 minutes" message on the adc freestyle libre sensor after 5 days of wear. The issue began on (B)(6) 2017 and, according to the customer, would occur for 1-2 hours at a time. It was further reported the customer experienced a seizure and loss of consciousness on 01-oct-2017 and was administered a glucagon injection by a family member. Customer additionally reported being treated with glucagon on (B)(6) 2017 and (B)(6) 2017, however attempts to gather additional information pertaining to these events were unsuccessful. There was no report of death or permanent injury associated with this event.